Event description:
It was reported that the ventilator had a circuit failure. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. The unit was sent in for bench repair; the bench repair technician found the unit had an over voltage protection (ovp) circuit failure due to the motor controller (mc) board. The bench technician replaced the mc board to address the issue, in addition, the ventilator was found to have a battery that exceeds 5 years of battery life, deteriorated power switch overlay with poor adhesion to the front panel, the air inlet and cooling fan filters need to be replaced. The battery, power switch overlay, air inlet, and cooling fan filters.

Manufacturer narrative:
The motor controller board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to a failure of a component (comparator) in the board.

Manufacturer narrative:
The unit was sent in for bench repair; the bench repair technician found the unit had an over voltage protection (ovp) circuit failure due to the motor controller (mc) board. The bench technician replaced the motor controller board to address the issue. During the evaluation, the ventilator was found to have a battery that exceeds 5 years of battery life. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer and was replaced. The bench technician also found deteriorated power switch overlay with poor adhesion to the front panel; the air inlet and cooling fan filters need to be replaced. The bench technician replaced the power switch overlay, air inlet, and cooling fan filters. Multiple attempts were made to obtain information on the context of use at the time of the event but have been unsuccessful. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.